Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and passed the displacement test. The insulin pump was received with normal operating currents. The device passed the self test, off no power test and there were no unexpected low battery alarm anomalies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps having low battery alert less than a week. Troubleshooting was performed. Customer did not recall blood glucose at the time of incident. The battery was changed. The product will be returning for analysis.